Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported falsely elevated magnesium results on one patient generated on the architect analyzer. The results provided were: (B)(6) initial = 6.2mg/dl / repeated = normal range (1.6-2.6mg/dl). There was no reported impact to patient management.

Manufacturer narrative:
During the site visit by abbott field service representative (fsr), the issue was resolved by calibration of the r1 reagent probe (c4/c8 rgt pr rohs) list number (ln) 01g47-04. Return testing was not completed as returns were not available. A 12-month review of historical data for the reagent probe revealed no trends. A review of service history revealed no additional reports of inconsistent or erratic results. The monthly product monitoring review for the architect c4000 systems found no systemic issue or trends for erratic/discrepant results. The architect system operations manual provides adequate labeling regarding maintenance, components replacement and calibration, limitation of results interpretation, patient results flagging and troubleshooting the reported issue. Based on the investigation no product deficiency was identified for either the architect c4000, serial number (B)(4) or the r1 reagent probe, ln 01g47-04.